Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was loss of capture on the cardiac resynchronization therapy defibrillator (crt-d) device, and sensing issues with the atrial sensing falling in line with the ventricular sensing. There was no sensing in the atrium. The patient saw a heart rate of 30 beats-per-minute. Also, the patient has had two recent syncopal episodes with one being caused by a potential blockage. The device was checked, and no irregularities with the device or rhythm corresponded with the syncopal episodes. An x-ray taken in december showed that the lead was in the lower atrium. They planned to extract the right atrial (ra) lead, and planned to have the patient visit cardiology to see if they needed revascularization. They were also planning to replace the device for normal battery depletion. Later, the patient was cleared for surgery, ra lead dislodgment was confirmed and the crt-d device and ra lead were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was loss of capture on the cardiac resynchronization therapy defibrillator (crt-d) device, and sensing issues with the atrial sensing falling in line with the ventricular sensing. There was no sensing in the atrium. The patient saw a heart rate of 30 beats-per-minute. Also, the patient has had two recent syncopal episodes with one being caused by a potential blockage. The device was checked, and no irregularities with the device or rhythm corresponded with the syncopal episodes. An x-ray taken in december showed that the lead was in the lower atrium. They planned to extract the right atrial (ra) lead, and planned to have the patient visit cardiology to see if they needed revascularization. They were also planning to replace the device for normal battery depletion. Later, the patient was cleared for surgery, ra lead dislodgment was confirmed and the crt-d device and ra lead were replaced. No additional adverse patient effects were reported.